Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was on impella 5.5 support and during support, the pump was positioned too deep. While trying to reposition, the pump was pulled back across the aortic valve. The staff was unable to reposition. The pump was explanted and replaced with intra-aortic balloon pump.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Clinical information states that the impella was in too deep earlier and was trying to reposition. The device was pulled back across the aortic valve (aov) while trying to reposition. They were unable to recross the aov. The decision was made to remove and place an intra-aortic balloon pump. The cause of the positioning issue was most likely use related as the pump was pulled back across the valve while repositioning and unable to recross.